Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in 2008. According to the complainant, even while taking care in connecting the feeding tube, the locking adapter broke. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.